Event description:
Faulty pump infused 100 mg of IV diltiazem in one hour - pump set at 10cc/hr. In the emergency room prior to transfer to medical ward one hour later IV pump beeping infusion finished. Parameter set at 10cc/hr with 90cc volume to be infused on screen.